Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tube remove') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain ("pain"), back pain ("lower back pain"), pain in extremity ("leg pain"), asthenia ("energy low"), rash ("rash on body and face"), dysgeusia ("metal taste") and toothache ("tooth pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tube removal). At the time of the report, the medical device removal and pain outcome was unknown, the back pain, pain in extremity, asthenia, rash, dysgeusia and toothache had resolved and the weight increased was resolving. The reporter considered asthenia, back pain, dysgeusia, medical device removal, pain, pain in extremity, rash, toothache and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event medical device removal added and marked as serious incident. On 23-mar-2020: social media received. New events lower back pain, leg pain, energy decreased, rash on body and face, metal taste and tooth pain with outcome recovered and event weight gain with outcome recovering were added. New reporter was added. On 23-mar-2020: social media received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.